Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: underweight, broken shell, and wear abrasion. A microscopic analysis was performed which identified: three striated openings on anterior and sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: three striated openings on anterior assessed as surgical damage. Sharp broken on posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "small ball and implant exchange from textured to smooth due to the concerns of the product." Healthcare professional reports rupture. Device has been explanted.